Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the top case was cracked/chipped by the front right bottom corner, the right plunger case and the battery door were cracked, and the power receptacle seal was broken. A review of the event history log (ehl) identified primary audible alarm post error. During the functional testing was unable to duplicate the primary audible alarm. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive measure. Performed power up, self-test, and occlusion test.

Event description:
It was reported that the pump exhibited biomed passcode error system failure primary audible alarm post. No patient injury was reported.